Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. However, pump error 53 alarm found in the device history due to software error. No missing segments or partial display, keypad unresponsive or button error alarm or frozen screen noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms, sometimes the buttons was really had a hard time to press it. Customer stated insulin pump had faded display, frozen display and also it turned off. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was able to clear the alarm and they were able to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.